Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a cumulative depletion of internal resources. The service engineer (cse) reviewed the log files and found that the system was not restarted for almost two months. The provided log files did not cover the event date, therefore, the actual root cause leading to the dark screens could not be determined. It is assumed that the cumulative depleted memory resources caused a software crash which darkened the screens. The crash may have shut down the system improperly. This might explain why two system restarts were necessary to regain full functionality. According to the instructions for use (document ID (B)(4)) the system shall be restarted at least once per week to refresh cumulative depletion of internal resources. In the present case the user failed to follow the instructions for use. The service engineer restarted the system twice which resolved the issue. No parts were replaced and systematic issue in the installed was identified. The issue was the result of an error of an individual user. No corrective action in the field is planned based at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis system. During an interventional procedure, the sensis live monitor went dark while the monitor led light was green. An alternate system was brought into the examination room and the procedure was completed. We are unaware of any impact to the state of health of the patient involved.